Event description:
Pt underwent arthroscopic labrum repair right shoulder. Orthopedic surgeon utilizing suture lasso kit that houses disposable passers. Two pieces broke intra-operatively inside the pt. No pt harm.

Event description:
Pt underwent arthroscopic labrum repair right shoulder. Orthopedic surgeon utilizing suture lasso kit that houses disposable passers. Two pieces broke intra-operatively inside the pt. No pt harm.